Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a cardiac perforation occurred, and the patient expired. While on the left superior vein near left atrium, ablation was delivered at 40w 9g stable. Impedance rose to 110 at 160 ohm, and so the ablation was stopped and moved to another location. An echocardiogram was done which confirmed 10mm blood on left wall. The procedure was stopped to administer protamine and a pericardiocentesis was performed. The patient was then taken for surgery and a hole between the laa and lpsv was confirmed. It was not possible to close the hole due to the surrounding tissue being sick and thin. The patient expired 2 hours later. There were no alleged performance issues with the device, it is alleged that the issue was due to the sick tissue.